Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: aug. 22, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint device reveal that the lens was received cut into three pieces (cut in half first then one of the halves cut again). The lens was cleaned and presented with no further issues. The complaint issues "explant" and "dissatisfied" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Attempts have been made to obtain missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye as patient did not tolerate monovision. This was replaced with a dib00, 20.0d power size iol. No other information was provided.